Manufacturer narrative:
Of the 1 allegation of a malfunction, 0 pumps were returned to animas and investigated. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe>1</noe> malfunction events. A review of the events indicated that the 2020 model pump experienced a power issue. These reports were received from various sources. The patients associated with this allegation ranged from (B)(6) years of age and between (B)(6) pound, of the reported patients, 0 were male, 1 was female, and 0 were unknown.